Event description:
As resident sat on seat of scooter, the seatpost gave way causing seat to lean to the left. This caused the resident to slide out of the seat and onto the floor. Resident was helped up and was checked for injuries. None were noted.